Event description:
It was reported that the buttons on the insulin pump were unresponsive and the numbers were ramping without control. Customer also stated that the insulin pump may have been exposed to water. Customer's blood glucose reading at the time of the call was 203 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.